Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04)- head. Reported event was confirmed by review of the returned product. Visual examination of the returned product identified dark debris and a circumferential groove pattern is seen on surface of the conical taper of the head. The stem remains implanted. The head was submitted for further analysis. Analysis determined a consensus modified goldberg score of 3. A score of 3 corresponds to fretting on greater than 30 percent of the surface and/or aggressive local corrosion attack with corrosion debris. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by medical records. Medical records indicated patient underwent revision procedure. Medical records also noted patient experienced elevated metal ions levels - MRI showed evidence of tissue damage consistent with adverse local tissue reaction. Corrosion was observed on the trunnion and on the taper of the femoral head. Synovium and pseudocapsule with extensive aseptic necrosis was observed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: m / l taper stem # item 00771100900 lot 61422484, shell porous with cluster holes 56 mm # item 00620205622 lot 61471568, liner 10 degree elevated rim 32 mm i.d. For use with 56 mm o.d. Shell # item 00631005632 lot 61273222, bone scr 6.5x30 self-tap # item 00625006530 lot 61515063. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02362. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision due to elevated metal ions and altr. During revision surgery corrosion of the head and neck components was noted. Significant anterior femoral neck osteophytes with significant degenerative changes. Very hard bone and rigid soft tissue. Corrosion was found at the base of the trunnion. Attempts have been made, and no further information has been provided.